Manufacturer narrative:
Updated data: b2, 3 date of event g2, 3 date MFR rec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 days post implant of this 28mm tricuspid annuloplasty band, it was reported that an electrocardiogram (ECG) discovered junctional rhythm and st elevation. Subsequently, 2 days later, a second ECG discovered atrial fibrillation and complete heart block. It was also reported that the patient developed heart failure with reduced ejection fraction. The same day, a permanent pacemaker was implanted. It was further noted that a mitral valve repair, aortic valve replacement, bi-atrial cryomaze ablation and left atrial appendage clip procedure occurred concomitantly during the annuloplasty band implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected and updated data: b2. 3. Date of event g2. 3. Date MFR rec medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 days post implant of this 28mm tricuspid annuloplasty band, it was reported that an electrocardiogram (ECG) discovered junctional rhythm and st elevation. Subsequently, 2 days later, a second ECG discovered atrial fibrillation and complete heart block. It was also reported that the patient developed heart failure with reduced ejection fraction. The same day, a permanent pacemaker was implanted. It was further noted that a mitral valve repair, aortic valve replacement, bi-atrial cryomaze ablation and left atrial appendage clip procedure occurred concomitantly during the annuloplasty band implant procedure. No additional adverse patient effects were reported.